Event description:
Material#: 305795 batch number#: 3142035. It was reported by customer that the number 305795 (kz-25025-001a) does not come with an expiration date, but the 6,480 pcs of the batch 3142035 comes with expiration date 2028-05-31. Rcc received a complaint via email. Email(s) attached. This number 305795 (kz-25025-001a) does not come with an expiration date, but the 6,480 pcs of the batch 3142035 comes with expiration date 2028-05-31.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of label content missing was not confirmed upon inspection of the photo. The returned photo was reviewed, case label was printed per instruction. Therefore, this is not a non-conformance. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb bns label content missing. It was reported by customer that the number (B)(4); (B)(6) does not come with an expiration date, but the (B)(4) pcs of the batch 3142035 comes with expiration date 2028-05-31 verbatim#: rcc received a complaint via email. Email(s) attached. This number (B)(4); (B)(6) does not come with an expiration date, but the (B)(6) pcs of the batch 3142035 comes with expiration date 2028-05-31.